Event description:
It was confirmed that the previously reported revascularization occurred in the cx, a non target vessel and was treated by placement of a resolute integrity drug-eluting stent.

Event description:
Patient had one endeavor sprint drug eluting stent implanted in the rca during the index procedure. It is reported that the patient suffered an mi approximately 20 months post index procedure. It is reported that the patient was treated with medication and recovered. Investigator did not indicate if the event was related to the study device. It is reported that the patient also underwent a revascularisation approximately 20 months post index procedure. It was not indicated if the target vessel was involved.

Event description:
The previously reported revascularization was carried out due to coronary artery disease progression.it was assessed that the event was not related to the study device and the patient recovered with treatment.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure mi.